Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient developed a pocket infection around (B)(6) 2017. The pacemaker was removed and replaced on (B)(6) 2017.